Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was damaged. The following information was provided by the initial reporter: it was reported by customer that they have been experiencing cracks and leaks in the max zero connector for about a year. My account has reported they have been experiencing cracks and leaks in the max zero connector for about a year. This is the first time it has been reported to me in this time period and the contact provided me with 34 used max zero connectors with cracks and leaks to be sent in for analysis. She mentioned there have been a lot of others that have not been saved. Iu riley uses single sterile max zero and on day 7 they utilize a cap change kit with max zero already inside the kit. My contact said they observe cracking more often on the kids receiving methotrexate and bi-carb to follow. They run the bi-carb ¿pretty high¿ typically between 250 and 350 ml/hr. The only unit experiencing this cracking/leaking in the connector is the oncology/bone marrow unit. No patient harm was reported. Cracked cap, on (B)(6) 2025.

Event description:
No additional information provided.

Manufacturer narrative:
It was reported by customer that they have been experiencing cracks and leaks in the max zero connector for about a year. Thirty-four samples of maxzero connector received, and 1 sample of 2426-0007. Twenty-eight samples of the maxzero connector had cracks that allowed for leakage. The customer complaint of leakage was confirmed. The sample of 2426-0007 was sealed an unused and is not considered part of this investigation because it does not have a maxzero connector in its construction. Based on the information provided and the evaluation of the samples submitted. The root cause for the issue could not be fully determined. The potential root cause for the issue is an overtightening of the connection creating a crack in the threads of the maxzero connector. Additionally, a potential root cause for the cracking is that the customer used alcohol/antiseptic on the luer before allowing it to dry. This can cause the connector material to become brittle and crack when connected to a corresponding connector. The bd clinical team has been made aware of the potential root cause and will be in contact with the customer if further instruction or training is deem necessary for the proper use of the product. A device history record review could not be performed because the lot number is unknown.